Event description:
Treatment of a large aneurysm measuring approximately 14mm with a vessel lumen of 3.9mm proximally and 3.14mm distally. The aneurysm was located in the supraclinoid segment of the left ica (internal carotid artery) with tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the middle segment of the first two pipelines (4.25mm x 18mm and 4.50mm x 18mm) could not be completely opened. Both pipelines were removed from the patient. The third pipeline (4.25mm x 18mm) was implanted in the patient, but required balloon angioplasty (an option presented in the instructions for use, u.s.) In order to fully open the middle segment. Post pipeline deployment, the ica was patent. No patient injury was reported as a result of the procedure. Same event as mdrs# 2029214-2014-00039 and 2029214-2014-00041.

Manufacturer narrative:
The marksman catheter and the pushwire were returned for evaluation without the pipeline as it was discarded; therefore, the evaluation could not determine the cause of the event. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).